Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the "gas loss in iabp circuit message" issue. The fse determined that the message was a user message indicating a possible leak in the circuit. However, the fse completed a scheduled preventative maintenance (pm) service, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that while the cardiosave intra aortic balloon pump (iabp) was in use on a patient, there was a gas loss in the iab circuit. The iabp was swapped to continue therapy. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that while the cardiosave intra aortic balloon pump (iabp) was in use on a patient, there was a gas loss in the iab circuit. The iabp was swapped to continue therapy. No patient harm, serious injury or adverse event was reported.